Event description:
It was reported by the sales rep that the duraguard overheated and was dripping a black liquid. There were no reports of any adverse pt event associated with this malfunction.

Manufacturer narrative:
The duraguard involved in the reported event was evaluated. During the evaluation, the duraguard failed; heat failures. The product was disassembled and examined; during the visual examination, it was noted that the internal mechanisms were corroded. Signs of corrosions potentially stems from improper cleaning and/or sterilization practices.